Event description:
It was reported that the patient received several inappropriate shocks due to noise on the right ventricular (rv) lead. The lead impedance appeared to spike, and there had been intermittent capture along with varying sensing rates. It was also noted that the patient's device is at elective replacement indicator (eri). It was noted that the patient was out of town when this occurred. It was determined that corrective measure for proper treatment was being done once the patient returned home. It was also noted that the patient received dialysis but had not had dialysis in the days around this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.